Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes has a broken stopper. There was no report of serious injury, medical intervention.

Manufacturer narrative:
E.1.initial reporter facility name: (B)(6) hospital. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k230855 investigation summary: "material #: 367983 lot/batch #: 3250878. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective stopper molding was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of defective stopper molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of defective stopper molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."